Manufacturer narrative:
Device is as combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during several attempts to cross the lesion, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is as combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and kinked. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 3.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during several attempts to cross the lesion, the tip of the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.